Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 1/2/25. The user experienced a significant discrepancy between their dexcom g7 continuous glucose monitor (cgm) reading and their actual bg level. The pump displayed a low reading of 69 mg/dl, but the user's actual blood glucose was closer to 600 mg/dl. The user went to the emergency room (ER), where blood work confirmed a glucose level of 1048 mg/dl, despite the cgm sensor still showing a reading of 69 mg/dl. The hospital administered insulin and fluids to stabilize the user. Despite the lack of immediate symptoms such as fever or frequent urination, the user's vision began to deteriorate, prompting their wife to seek medical care. The user's wife reported that the user initially thought they had contracted a stomach virus due to vomiting and weakness, but it was later determined to be a severe case of hyperglycemia. The user was later transferred to the ICU, where they are now on dialysis due to complications.